Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Battery cycle 6.0 received the lowbatteryalert (104) on 06/05/2025 16:31:01 after more than 7 days at 16.68 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/20/2025 00:01:00 after more than 7 days at 14.51 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test and self test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit passed the displacement test and self test. Pump connected to the minimed mobile app successfully on both android 14 and iphone 12 ios 18.5. No communication interference anomalies noted. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern was not confirmed of low battery alert or no mobile communication with pump. Unit was tested successfully. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a replace battery alarm and pairing issue. The customer reported no adverse event. The event involved product(s) mmt-6101, mmt-1884. Troubleshooting was performed for battery issue. Troubleshooting was performed for pairing issue. No harm requiring medical intervention was reported. Mmt-1884 was requested for return. No return is required for mmt-6101.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.